Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pre-discharge check one day post implant, this right ventricular (rv) lead exhibited low impedance measurements and loss of capture (loc). The lead was observed to have dislodged. It was noted that the suspected cause was related to frequent arm movements above the head immediately following implant. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.